Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/07/2023, that on 11/28/2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with inflammation and pimples, underneath sensor pod area only, which occurred 5 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotics, cephalexin 500mg twice a day for a total of 7 days. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.